Event description:
Olympus received a voluntary medwatch report, stating that the evis eus ultrasound bronchofibervideoscope was damaged (and damaged an aspiration needle) which lead to the scope being inoperable to finish the procedure. The facility had obtained new scopes from olympus in 2022. Those scopes were updated from 180s to 190s. Three of the new 190s were noted to be damaging other products or had damaged scope fibers after an aspiration needle was passed. Additionally it was stated that a balloon was damaged. The balloon was stated to be too large to fit the new 190s scopes and made it a risk for the balloon to come off the scope during procedures. The scopes had been sent multiple times to a third party for repair. The facility did have a loaner scope (180f) that was used that did not cause any damage to other products or the scope. Upon follow up with the facility, it was stated that some of the procedures related to the three scopes had been prolonged due to having to switch out scopes when balloon replacement was needed. The facility had a period of 6 weeks in which 12 procedures had to be canceled due to all of their scopes being damaged and out for repair at the same time. If a scope was available, it would be changed out. It was stated that all of the patients that were postponed were awaiting a diagnosis of likely cancer, therefore prolonging the diagnosis and delaying treatment of the patient. There were no error messages noted. Additional information was requested regarding the delays and if any specifics were available. If received, a follow up report will be sent. As three scopes and one balloon was involved, four reports are required. Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for scope serial (B)(6). Patient identifier (B)(6) is for the balloon. This report is for patient identifier (B)(6).